Event description:
A malfunction alarm was reported by the customer regarding the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump with instructions to contact support if future issues arise.